Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber was used up" (> 650,000 joules; maximum joule limit). The fiber was replaced and the procedure continued using a second surgical fiber. At 458,317 joules while using the second side-firing surgical fiber, the aiming beam was observed to fire straight out of the fiber; possible procedural technique issues. The second surgical fiber was replaced and the procedure completed using a third surgical fiber. There was no patient injury reported. This report is for the second surgical fiber used.